Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) on (B)(6) 2018. Two clips were implanted on that date, reducing mr from 4 to 1. Both clips are stable on the leaflets. On (B)(6) 2021 the patient had increased mr due to progression of disease. Two clips implanted and there was a single leaflet device attachment (slda) of the first clip (lot 00928u101), likely from the anterior leaflet. A vascular plug was attempted to be placed but was unsuccessful. The second clip was planned and was not intended to stabilize the slda. There were no issues and was implanted on the lateral part of the valve. Mr remained 4. There was no reported clinically significant delay in the procedure. It was noted that the slda was likely due to the physician retracting the delivery catheter (dc) handle prior to retracting the gripper lever, resulting from poor communication between operators. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A failure analysis of the complaint device could not be performed because the product was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Reportedly, it should also be noted that per the mitraclip system instructions for use: ¿do retract the gripper levers fully prior to retracting the dc handle. Failure to retract the gripper levers may result in higher forces to deploy the clip. This may result in worsening mitral regurgitation, cardiac injury or a single leaflet device attachment (slda).¿ in this case, the user reportedly retracted the dc handle prior to retracting the gripper levers. Based on this information, it appears that the reported improper or incorrect procedure or method (failure to follow steps/instructions) contributed to the reported incomplete coaptation/slda. Based on the available information, the reported improper or incorrect procedure or method (failure to follow steps/instructions) appears to be due to user error of deviating from the instructions for use. The reported incomplete coaptation/slda appears to be a result of the reported improper or incorrect procedure or method (failure to follow steps/instructions). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.